Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. The field service engineer (fse) observed that the remote manager (rm) was showing as disconnected. The station was shut down, and the rm connection was re seated. The rm auto recovered after the reboot. A hardware test application was run, and it passed. The customer performed a medication removal from the remote manager, and it was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager was failed and unable to get meds the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.